Event description:
Boston scientific received information that during an intended non-boston scientific atrial lead revision procedure, it was noted this left ventricular lead had moved four inches. It was thought the suture sleeves were not tight enough. An attempt to reposition this lead was unsuccessful. This lead was surgically abandoned. Prior to the procedure, acceptable measurements had been obtained and no loss of capture was reported. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.